Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an indirect lightning strike near a power line behind their parents' house, leading to a sensation of electrical current throughout the house. The patient mentioned feeling ultra-sensitive and anxious since the event and noted that their implantable neurostimulator (ins) seemed to be working less effectively. They also reported that the communicator would not connect to the dbs therapy app, an issue that had occurred two or three times before. During the call, troubleshooting steps, including turning off voice assist, powering the handset off and back on, and performing a hard reset on the communicator, resolved the issue. Therapy was confirmed to be on, with the patient assigned to group b. However, the patient expressed concern that the lightning strike may have affected their therapy settings/have changed group. Patient services reviewed safety guidelines and redirected the patient to their healthcare provider for further evaluation.